Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8835, serial # (B)(4), product type programmer, patient.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving dilaudid via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient got a personal therapy manager (ptm) code of "0617." Patient services recommended that they move away from any identified sources of electromagnetic interference (emi) while attempting telemetry. The code resolved while on the call. The hcp stated that the logs showed that the patient got most of their activations and the code only occurred every once in a while, since 2016. The hcp was going to see the patient this week and would review the information with the patient. No symptoms were reported. The patient only had their phone close by and did not have anything else with emi around. It was noted that the pump "does rock a little in the pocket" but the nurse did not know the cause and was not aware of any plans to address it at the time. The patient's next appointment was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.